Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Postoperative diagnosis was recurrent right inguinal hernia. The procedure performed was right inguinal herniorrhaphy with mesh by the open technique. On (B)(6) 2009; the patient experienced surgical revision, recurrence, and ligation of preperitoneal fat.